Event description:
It was reported that during a superion indirect decompression system implant procedure while the physician was attempting to open the implant the top lobes would not open. When attempting to close the implant to pull it out the device broke off the inserter. The broken implant was replaced with a new one and the procedure was completed successfully. The patient was doing well post-operatively. The broken implant was retained by the facility and was not returned to bsc.